Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure the handpiece became too hot. No system message was displayed. The handpiece was exchanged and the procedure was completed with out harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed a broken strain relief. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the phaco handpiece was found to meet manufacturer specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet manufacturer specifications. The phaco handpiece was manufactured on july 25, 2017. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).